Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23689. It was reported the patient stated she no longer feels the benefits of having her scs system implanted. The patient also stated she no longer uses the device. It was noted the sjm representative offered to meet with the patient. However, the patient was non responsive. The patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23689. Follow-up information revealed the patient underwent surgical intervention where her entire scs system was explanted.